Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on an unknown postoperative date a trochanteric fixation nail-advanced (tfna) helical blade had a cut. The blade hat to be exchanged to a shorter one. No further information provided. This report is for one (1) tfna fenestrated helical blade 90mm - sterile this is report 1 of 1 for complaint (B)(4).

Event description:
Corrected event description: device report from depuy synthes reports an event in switzerland as follows: it was reported that on an unknown postoperative date a trochanteric fixation nail-advanced (tfna) helical blade had cut out. The blade had to be exchanged to a shorter one. No further information provided. This report is for one (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that implantation of the original blade occurred in the end of (B)(6) 2021.